Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? - was the re-suture done during the same procedure? - please confirm the product code andlot number: - received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an umbilical vein catheterization on (B)(6) 2024 and barbed suture was used. During the surgery, the suture was broken when sutured and knotted. Resulting in the need for re-suturing. The knot was tied gently during re-suturing, and double sutures were used to strengthen the ligature at the base of the umbilicus. Additional information was requested.